Event description:
The patient had pain and the cause is unknown. The surgeon determined that the existing stem had subsided causing the pain. The surgeon pointed to older bone expanding as cause. At about 2 months post primary the surgeon revised the head and revised the stem from a size 4 to a size 7. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 october 2025 lot: 2501719: (B)(4) items manufactured and released on 26-mar-2025. Expiration date: 2030-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.